Event description:
It was reported patient underwent total shoulder arthroplasty (B)(6) 2012. Subsequently, patient underwent a revision procedure (B)(6) 2013 due to pain and stiffness. A smaller custom product was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient reports pain and stiffness and will be scheduled for a revision procedure at a later date. A smaller custom product is being designed to replace the current implant. No further information has been provided.